Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is struggling with charging their implant due to the placement. Caller stated the patient's wife is having the patient lay prone, draped over the bed to make his back flat and his head is almost on the floor so that the implant can be charged. Caller mentioned the implant is tilted just slightly where the top of the battery is tilted out. The issue has been going on for a while, but the patient didn't say anything until they went in for a follow-up with the clinic and notified the clinic. The patient is talking about getting an explant. The caller was not with the patient at the time of the call. Caller requested a drape for the patient to try rather than using the belt because when the use the belt (caller confirmed patient has the correct size belt), the recharger won't connect to the implant.